Event description:
A non-healthcare professional reported that during surgery, they noticed the defective lenses. Lens did not deploy correctly. It was reloaded 2x's and never unfolded correctly. There was patient contact. No patient harm reported. The procedure completed that day. As per the source document, the issue was caused by the cartridge. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens and handpiece were indicated. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined. The product was not returned for an evaluation. Not enough information was provided for further investigation. Information was provided in the initial report description that indicated that the associated lens was reloaded two times. It was not clarified if the lens was reloaded into the original company cartridge, or if another company cartridge was used. Per the IFU: do not reuse the cartridge. The cartridge is for single use only. Reuse of this single-use device may result in serious injury, such as serious infection (e.g., endophthalmitis and systemic infection). Potential risks from reuse or reprocessing include: a damaged cartridge, a damaged lens, an unexpected delivery outcome, and contamination of the cartridge. It is unknown if a qualified viscoelastic was used. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. It is unknown if adequate viscoelastic was used in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if additional information or the sample is received. The manufacturer internal reference number is: (B)(4).